Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12521. It was reported the pt was unable to feel stimulation. The sjm representative interrogated the system and revealed the amplitude was auto-reducing and impedances were invalid on many contacts. Reportedly, x-rays indicate a lead fracture. It was reported the pt's two leads were explanted and replaced. Reportedly the pt has optimal coverage and issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.